Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, intermittent ventricular undersensing was noted on a patient's loop recorder. Programming changes were made. No patient symptoms were reported. The patient was stable.